Event description:
Additional information received reported the patient¿s device had been removed in (B)(6) of 2013. The reason for the explant was due to a broken lead. The lead was capped as the health care provider (hcp) noted it would be hard to remove the lead because it had broken.

Manufacturer narrative:
Lead model 39565-30, serial:(B)(4), implanted: (B)(6) 2009, explanted: na. Extension model 3708120, serial: (B)(4), implanted: (B)(6) 2009, explanted: na. Extension model 3708120, serial: (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer model 37743, serial: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt no stimulation on her left side. Upon interrogation, impedances on contacts 0-2 and 4-7 were >10000 ohms. The patient did not want to replace the lead at this time. No additional information was available.